Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID: 5076 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported infection occurred. It was also reported that the right ventricular (rv) lead demonstrated only minimal p waves. The atrial pin of the rv lead was capped and the lead remains in use. No further patient complications have been reported as a result of this event.